Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was 571 mg/dl. The customer treated high blood glucose with needle and declined troubleshooting for it. The customer stated that, the insulin pump had critical pump error after moisture exposure and also had black screen and stopped working. The customer saw a red arrow that point to a book with a red question mark and the screen was black before that. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit displayed a critical pump error due to corrosion and mold around and inside the battery connectors. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error.